Manufacturer narrative:
The insulin pump was unable to test for battery out limit due to button or keypad unresponsive. The button or keypad was unresponsive due to moisture on keypad traces. There was no moisture damage noted on electronic assembly. The unit had cracked battery tube threads, reservoir tube lip, belt clip slot, case at display window corner, minor scratched lcd window, scratched case and broken vibrator motor wire black wire.

Event description:
It was reported, the customer exposed their insulin pump to moisture. Customer stated they had removed the battery and dried the insulin pump, but a battery out limit alarm occurred. The customer also stated they were unable to clear the alarm. Customer's blood glucose was 7.1 mmol/l. The customer could not recall any significant events leading to the keypad issues. Customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.